Event description:
It was reported that the 6800 system had a broken transport ring. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transport ring was replaced during the service call. The system was tested and fond to be working as intended and put back into service.